Event description:
The customer reported the system displayed an overload fault error code. This will likely result in a system shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No further repair info is available at this time.